Manufacturer narrative:
The insulin pump was received with blank display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display. Unable to verify vibrator anomaly due to blank display. Unit received with corrosion in battery tube, severe corrosion on force sensor assembly, moisture damage on motor assembly, scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage and vibrator anomaly. The customer's blood glucose reading was unknown. The customer stated that they went in the water then changed the battery and cleaned everything out. The customer stated that the o-ring is a little wet. The customer mentioned fluid in the pump. The insulin pump was returned for analysis.